Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex esophageal distal release covered stent was to be implanted to treat a 7cm malignant esophageal stricture during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to completely deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.